Event description:
It was reported that undefined cartridge errors enunciated on the pump. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information.